Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a failed battery test alarm. The customer's blood glucose was unknown. Troubleshooting was done. Advised that if the failed battery test alarm was not cleared, the alarm would recur with each new battery inserted. Advised that a replacement battery cap would be sent. Advised customer to monitor the issue. Nothing further reported.